Event description:
A malfunction alarm was reported with the customer's pump, identified as malf 0. The customer did not share any details about their blood glucose levels following the incident, resulting in no reported impact in this area. The customer was guided to switch to multiple daily injections as a backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping address and instructed the customer to set the pump to storage mode before returning it, which the customer acknowledged. A replacement pump was arranged for the customer.